Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 came out of the box broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Received a text from (B)(6) stating that his hemopro 2 device came out of box broken. Was never used on a pt. They just got another one

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. There were no signs of blood on the device, however the device was not returned in the box or with the other components within the kit. Only the hemopro 2 harvesting tool was returned. A visual inspection was conducted. The silicone insulation on the jaws was torn off at the tip. The heater element was in tact. The device jaws opened and closed normally. The device was evaluated for toggle function. The toggle operated as expected. A slight "click" at the end of the toggle pull-back is present to indicate to the user that the switch has been pulled past the activation point. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. Based on the results of the evaluation, an as analyzed failure for ¿peeled/torn/damaged silicone insulation¿ was able to be confirmed. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 came out of the box broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Recieved a text from (B)(6) stating that his hemopro 2 device came out of box broken. Was never used on a pt. They just got another one.